Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for three patients, which were inconsistent with results obtained from the maccura platform. The following data was provided (<1.00 s/co = nonreactive, = 1.00 s/co = reactive): patient 1 (female): sample ID: (B)(6) architect syphilis tp result = 0.75 s/co (nonreactive) maccura result = 8.68 s/co (positive). Patient 2 (male): sample ID: (B)(6) architect syphilis tp result = 0.66 s/co (nonreactive) maccura result = 8.57 s/co (positive). Patient 3 (female): sample ID: (B)(6) architect syphilis tp result = 0.45 s/co (nonreactive) maccura result = 12.08 s/co (positive). No impact to patient management was reported. Per q-22-01-015, edition 011, false negative syphilis results are reportable. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06, that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.